Event description:
Numerous false "low glucose" alarms at night. Not laying on the sensor. Product has obvious flaws. I feel like a beta tester of a product that shouldn't be out for public use yet. Tried to set the alarm thresholds on the app lower so it wouldn't alarm (set to 60 instead of 70), but app still sets off alarm at 69! (But doesn't add event to logbook). Even toggling "low glucose" alarm to off didn't work. Ready to rip this thing off.